Manufacturer narrative:
Device code 3009 captures the reportable event of stent positioning issue. Device code 2907 captures the reportable event of inner shaft detached. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed. There was no damaged noted to the stent. The stent deployment hub was at step #4, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was not returned. There was a kink noted in the outer sheath near the luer connection, and the polyimide inner was kinked and broken. There was no damage noted to the ceramic tip. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The stent was measured to be within specifications. The reported deployment issues are consistent with operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the axios stent. It is possible that excessive force was applied when removing the device from the endoscope resulting in the observed damage to the delivery system. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the stent got stuck in the working channel of the scope. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The stent was pushed out of the scope using forceps. When the stent was removed from the scope, it was noted that the inner shaft of the delivery catheter had detached. The stent was removed from the patient using grasping forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent got stuck in the working channel of the scope. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The stent was pushed out of the scope using forceps. When the stent was removed from the scope, it was noted that the inner shaft of the delivery catheter had detached. The stent was removed from the patient using grasping forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event.